Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise, oversensing, and low pacing impedances.

Event description:
It was reported that the pacemaker declared a lead safety switch (lss) due to low out-of-range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. Noise and oversensing were also observed, which resulted in inappropriate atrial tachy response (atr) episodes. A chest x-ray was performed and the results were inconclusive. The capture thresholds were unable to be determined due to the noise. It was also noted that the pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) reviewed the device data in the remote monitoring system and it was indicated the device had a high power consumption. Device replacement was recommended. Subsequently, a revision procedure was performed. The device was explanted and replaced, and the ra lead was explanted and replaced. No additional adverse patient effects were reported.